Event description:
It was reported that during a procedure the multigen radiofrequency generator was not reading impedance, which resulted in a one hour delay. It was reported that the procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure, the multigen radiofrequency generator was not reading impedance, which resulted in a one hour delay. It was reported that the procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a controller board failure. The device was repaired and returned to the user facility.